Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced high/invalid impedances on the scs leads. Consequently, the patient underwent surgical intervention where the leads were tested intraoperatively against multiple external devices and resulted in high impedances. As a result, the leads were explanted. The patient received two cervical leads. Device information (model #, lot #, manufacturing date, expiration date, implant date) is unknown.